Event description:
Zenith endovascular graft was implanted in 2005, to treat aaa. Initial procedure required only three components and ended with a successful exclusion of the aneurysm. During a follow-up examination, a type I distal endoleak was observed, but was difficult to discern whether it was originating from the contralateral or ipsilateral iliac leg graft. An iliac leg extension was deployed on the left side, to resolve the endoleak. Final angiogram noted a slight distal endoleak on the right side, which was successfully treated by the placement of two main body extensions. Secondary intervention was concluded noting effective sealing of the aneurysm.